Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that l5 contained a merge shift which resulted in misplaced implants with an immediate correction. It is recommended that the user performs an anatomical landmark check after verifying the merge and before proceeding with screw placement. Additionally, if the merge contains a shift, it is recommended that the user selects the different registration types. If all registration types result in a merge shift, it is recommended that the user takes new fluoroscopic images to improve the merge. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and post op CT scan shows a pedicle breach of the l4/5 disc space.